Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on (B)(6) 2020 17:53:00.000, on (B)(6) 2020 17:53:56.000, on (B)(6) 2020 17:56:23.000, on (B)(6) 2020 17:57:46.000, on (B)(6) 2020 17:58:27.000 and on (B)(6) 2020 18:00:31.000 pump error 53 alarm due to software error (line number = (B)(4); file number = (B)(4). The insulin pump was cut open to perform visual inspection and found corrosion on the electrical board a1, electrical board a2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly. The test p-cap and reservoir locked properly into reservoir compartment during testing. A pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment were noted during visual inspection. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software error. During visual inspection, found corrosion on the electrical board a1, electrical board a2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.